Manufacturer narrative:
Testing of actual/suspected device (10/3233): a getinge field service engineer (fse) was dispatched to evaluate this unit. The fo connector was replaced under warranty. The fse performed the full functional check and safety test. The unit was returned to the customer and cleared for clinical use. A supplemental report will be submitted upon completion of our investigation. The initial reporter¿s name is shortened due to field character limit. The full name is (B)(6).

Event description:
It was reported that during use and while attempting to initiate iabp therapy, the cardiosave intra-aortic balloon pump (iabp) had a fiber-optic sensor failure. The iabp was replaced and therapy was able to be initiated. There was no injury or adverse event reported.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate this unit. The fo connector was replaced under warranty. The fse performed the full functional check and safety test. The unit was returned to the customer and cleared for clinical use.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, e2, e3, g3, g6, h2, h10, h11 corrected fields: h6 (investigation findings) the defective components were received for further investigation. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed fiber optic connector into the cardiosave test fixture and tested the fo connector to factory specifications per procedure number (B)(6)revision e and the cardiosave service manual part number (B)(6) revision r. The fat performed the fiber optic test. The fiber optic test failed. The fat did not observe a transducer waveform or the fiber optic waveform. The connector failed testing. Retaining the connector in the fat dept. Per procedure number (B)(6)rev. Aq. The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a